Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that patient could not connect the pump to the phone and also could not connect carelink to the pump. They tried to reconnect everything, by deleting the app and trying to reinstall but it did not work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations,. Analysis summary: attempt to reproduce the issue using galaxy s21 5g, sm-g991b/ds (android 12) device on app version 1.2.1 and pump 780g (mmt-1884) was made and it was not reproduced. The software performed as expected per ble connect ios and android mobile software requirements specifications - 10938329doc_e upon app log analysis, it has been observed that the connection between pump and phone was dropped several times due to undefined error which can be caused by the following: android device- bluetooth stack implementation features. High levels of electromagnetic noises. Steps to resolve the issue were provided to technical support: make sure that there are no other apps which work with bluetooth (fitness apps, iot apps, health apps, etc). Remove paired devices in bluetooth. Also it would be great to clear bluetooth cache. Uninstall mmm. Reboot phone. Install mmm. Start pairing flow. Donã¢â¿¬â¿¢t leave pairing flow screens until getting any result. Be attend on notification messages on connection flow. There are 2 system dialog for accept pairing with pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report. The information that provided with the initial report was incorrect. The correct information has been included with this report in e3 and g2 section.